Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the imaging window and drive cable were twisted and stretched, and the device was entangled with the wire. The guidewire exit port was lifted. The media returned by the customer was inspected and showed angiographies, but there is no evidence of the reported issue. Based on the evidence, the as reported code of catheter, material twisted code is confirmed. The twists could have contributed to the event, while the entanglement, stretched imaging window, and lifted guidewire exit port could not have. The media does not provide enough evidence to identify a device defect that could have contributed to the reported complaint.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the distal end of the ivus catheter became unpeeled while crossing the lesion. The physician was able to remove the device intact from the patients body. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
Correction: h6 device codes: a0501 detachment of device or device component corrected to a040609 material twisted/bent.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the distal end of the ivus catheter became unpeeled while crossing the lesion. The physician was able to remove the device intact from the patients body. The procedure was completed using another of the same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the distal end of the ivus catheter became unpeeled while crossing the lesion. The physician was able to retrieve the device intact from the patients body. The procedure was completed using another of the same device. No patient complications were reported.